Event description:
It was reported that the customer experienced an alarm 2 related to an occlusion event. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.